Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) for the patient's atrial tachycardia with rapid ventricular response. Therapy did not convert the rhythm and therapy was exhausted. Technical services (ts) discussed this with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.